Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced rattling/loose inside the pump, rejected battery, grinding noise, no delivery alerts, no low battery warning, and lost setting during the battery changed. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-386a, mmt-1780kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-386a. No product return is required for mmt-1780kl.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. However, pump was received with a loud motor noise during rewind. The pump was monitored, no unexpected rattling noise anomaly and failed battery alert/battery failed alarm noted. The test battery was removed/replaced and no unexpected pump lost setting during the battery changed noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file on or before the event date of 15-may-2024. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There is no unexpected failed battery alert/battery failed alarm or battery related alarms/alerts noted in the formatted history file. Powered the pump on using the battery simulator with 1.345 v and performed the self test. The pump alerted low battery. No absence of low battery life warning or low battery alert noted. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 15-may-2024 in the formatted history file. The pump was cut open to perform visual inspection and found no evidence of physical (loose components) or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. In conclusion, the pump had a loud motor noise during rewind due to faulty motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Cosmetic damage (rattling/loose inside the pump) was not confirmed; however, other cosmetic damage was noted during analysis. Customer alleged for failed battery alert/battery failed alarm, no delivery alarm/insulin flow blocked alarm, audio/vibrate anomaly/absence of alarm (absence of low battery warning) and unexpected pump lost setting during the battery changed were not confirmed. However, grinding noise anomaly (loud motor noise during rewind) or drive/motor anomaly was confirmed due to faulty motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.